Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to unknown reasons. The team retrieved patient equipment for analysis and sent log files for review on (B)(6) 2024. Log files displayed multiple strings of low flows beginning (B)(6) 2024 at 11:49 pm (0.0 liters per minute (lpm). The event log also displayed multiple strings of low flows (0.0 lpm) on (B)(6) 2024 4:15 pm ¿ 7:02 pm followed by driveline disconnect / lvad off alarms on (B)(6) 2024 at 7:02pm where the driveline was disconnected from the system controller.

Event description:
It was reported that log files were submitted for review. Log files displayed multiple strings of low flows beginning (B)(6) 2024 at ~11:49 pm (0.0 lpm). The event log also displayed multiple strings of low flows (0.0 lpm) on 28oct2024 4:15 pm ¿ 7:02 pm followed by driveline disconnect / lvad off alarms on 28oct2024 at ~7:02pm where the driveline was disconnected from the system controller. The patient passed away due to unknown reasons on (B)(6) 2024. Team was working to retrieve patient equipment for analysis. The cause of the alarms was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. A review of the submitted controller event log file (084715) spanned approximately 3 hours (28oct2024 from ¿ 16:15:25 ¿ 19:26:26 per time stamp). A continuous low flow hazard alarm was captured throughout the file with an associated estimated flow value of 0 lpm. The low voltage advisory alarm activated on (B)(6) 2024 at 16:46:44 while connected to batteries due to the voltage falling under the 1.93 v threshold. On (B)(6) 2024 at 19:02:15 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The driveline was disconnected shortly after at 19:02:41. The backup battery was able to provide power to the controller during this event. The shutdown sequence was started at 19:23:41 but it was aborted immediately. The controller was reset at 19:26:26 after a total loss of power, consistent with the battery being disconnected from the controller. There were no other notable alarms active in the log file. The pump operated at the set speed without issue while the driveline was connected. The returned system controller, serial number (B)(6), showed a connect driveline message on the display and there was no battery information displayed due to the backup battery ribbon connector not being connected to the controller pcba. The issue resolved after the ribbon cable was reconnected. The system controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the cause of the alarms was unknown. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings revealed a damaged battery cover tab and disconnected backup battery ribbon connector with the connector tab damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline power fault and driveline disconnect alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. B) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.